Event description:
It was reported that the device had unexpected longevity. It was noted that the battery lasted a little over a year. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 429688 lead, implanted: (B)(6) 2014. (B)(4).